Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged right ventricular (rv) connector setscrew block. The returned device indicated foreign material on both grommets. The returned device indicated a damaged rv grommet. The returned device indicated a loose/detached rv set screw. The returned device indicated a missing atrial set screw. The returned device indicated a returned set screw with a rounded socket. The returned device indicated a damaged returned set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. During the rv lead re-position procedure, the implantable pulse generator (ipg) ventricular and atrial connector screw were completely out (remained on the screwdriver). The ipg was explanted and replaced. The rv lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.